Manufacturer narrative:
Failure analysis for fiber 0010-2400-622a (B)(4) . The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist.

Event description:
It was reported that at 26,993 joules of use and 5:54 minutes, the ¿beam was shooting out the tip of the fiber.¿ the fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second fiber. Patient outcome: ¿no injury¿ reported.